Event description:
It was reported that device was not working. The pt was admitted to the hosp. No programmer was available at the time of the report to check the device. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.